Event description:
In 2008, the pt was implanted with gore tag thoracic endoprosthesis during the procedure, the type 1 endoleak at the proximal end was observed. The physician decided not to repair the type 1 endoleak and to monitor the pt. Two months later, the pt underwent a reintervention in which a gore tag thoracic endoprosthesis was implanted with an extra large palmaz stent. The type 1 endoleak was resolved.

Manufacturer narrative:
A review of the mfg paperwork has been conducted. A review of the mfg records for the device verified that the lot met all pre-release specs. Adverse events that may occur and/or require intervention include, but at not limited to: endoleak.